Manufacturer narrative:
On september 10, 2024, the product investigation was completed. Device investigation summary: the product was returned to mentor for evaluation. Mentor conducted a visual inspection of the returned device. During visual evaluation, no apparent damage or visual anomalies were observed on the smooth uhp 535cc returned device. Mentor concluded that the capsular contracture in the patient´s breast was the result of the body´s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. A seroma is a build-up of fluid around the implant. Symptoms from a seroma may include swelling, pain, and bruising. A seroma may occur soon after surgery, or any time later on, which would be referred to as a late seroma. While the body may absorb seromas, some may require surgery for drainage. The american society of plastic surgeons recommends and encourages member surgeons to always submit breast implants, capsules, and effusion to pathology for examination. As part of mentor¿s quality process, all devices are manufactured, inspected, and released to approved specifications. Since no malfunction was observed during the investigation, no corrective and preventive action (CAPA) is required now.

Manufacturer narrative:
Section d 6b. Explantation date: (B)(6) 2024 since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. A manufacturing record evaluation (mre) was performed, and no anomalies were found related to this complaint. In addition, the mre verifies that the device was manufactured in accordance with documented specification and procedures. Reason for device explant and/or reoperation: capsular contracture mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a patient underwent breast augmentation revision with two 535cc mentor memorygel breast implants. Post-operatively, the patient was diagnosed, via physical examination with left breast capsular contracture (baker grade IV). As a result, the patient has been scheduled for breast implant removal surgery on (B)(6), 2024.

Manufacturer narrative:
On august 15, 2024, mentor received additional information indicating that the patient also suffered right breast bottoming out with loss of upper pole fullness. The left breast also has server bottoming out and loss of upper pole and animation deformity along with the capsular contracture initially reported. On august 26, 2024, mentor received additional information indicating that patient was officially diagnosed, during the revision surgery on (B)(6) 2024, of bilateral breast pseudoptosis, and left breast fluid collection and chronic hematoma. The patient's implants were replaced with the following devices: (left) 520cc mentor memorygel boost breast implant catalog: shpb520 lot: 9796326 sn: (B)(6) and (right) 520cc mentor memorygel boost breast implant catalog: shpb520 lot: 9771788 sn: (B)(6). On (B)(6) 2024, the mentor failure analysis lab received the device for evaluation. The analysis has begun but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Reason for device explant and/or reoperation: capsular contracture, ptosis, seroma this medwatch form is for the left breast prosthesis. Complications on the right breast/implant will be reported under mrn: 1645337-2024-10397.